Manufacturer narrative:
The user changed the cells, calibrated and ran the instrument without any issues prior to service. The alarm and qc trace did not indicate an issue. The calibration monitor showed multiple alarms with new reagent lots and cassettes. The field service engineer checked the instrument by verifying the rinse levels, ultrasonicmixer (usm), probe rinsing and the gear pump pressure. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The customer reported ongoing calibration issues, qc issues and a questionable chol2 cholesterol gen.2 patient result generated on a cobas 6000 c (501) module. One cholesterol patient result released on (B)(6) 2021 had an initial result of 5 mg/dl. On (B)(6) 2021, this result was questioned by the physician which prompted a rerun of the same specimen. The repeat result was 212 mg/dl. The repeat result was deemed to be correct. The reagent lot number is 53795201. The expiration date is 30-nov-2021.